Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported they were told it was possible the cause of the coupling issue was related to the implant depth. The reason for the implant being deeper wasn¿t confirmed or determined. The issue was resolved by getting an updated recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the patient was having a problem charging the implantable neurostimulator (ins) as it took forever to fill in the coupling bars, so they had to press down on the recharger to get full coupling efficiency. It was also mentioned the ins would love 25% charge in one day, but that had been going on for a while. The patient had an appointment with their healthcare provider (hcp) in may because the hcp suspected the ins may be deeper in the patient¿s chest. The hcp wanted a manufacturer¿s representative (rep) to be at the appointment.